Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device underwent a lead revision procedure for an unspecified impedance issue. Requests for additional information were made but none was received. There were no adverse patient effects reported.